Event description:
It was reported that oversensing in the ventricular channel was observed. The lead is now inactive. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.